Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and did not return. Display was blank currently. Customer stated that insulin pump had large crack near the battery compartment and insulin pump was off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.